Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions to reset the pump, resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which they acknowledged and understood.